Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensor met specifications during electrical testing with no open or short circuits detected, and the sensor polarity orientation met specifications. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported output issue and subsequent delay could not be conclusively determined.

Event description:
Related manufacture ref: 3008452825-2024-00664. During an atrial fibrillation procedure, an output issue occurred causing a delay in procedure. It was noted that there was no rf delivery during ablation. The tactisys cable and ampere amplifier cable were exchanged, as well as exchanging the tactisys and generator which did not resolve the issue. A second catheter was obtained, but it could not be visualized despite signals being present. Additionally, it displayed a strange shape while in navx mode. A third catheter was then used to complete the procedure with no adverse consequences to the patient.